Manufacturer narrative:
No button error alarm during testing. However, the insulin pump had an intermittent button response due to flattened buttons dome switch. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 163 mg.dl. The customer was sitting on the couch and the button error received. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.